Manufacturer narrative:
Brand name: viator variable self drilling screw 4x14mm. Catalot # 48824014, lot #: amw. The customer reported event was confirmed via x-rays images. Visual inspection was performed and identified that parts of the spring bar were broken due to removal. Manufacturing files were reviewed and no anomalies were found. The device was implanted in patient for over a year, it is unknown if the patient fused. A root cause of the event was determined to be patient factors, specifically excessive loading applied on the implant through patient weight or activity.

Event description:
It was reported that; screw backed out of plate.

Event description:
It was reported that; screw backed out of plate.